Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to remove the rubber cover and depress the switch directly. If issue persists to replace the switch pcba after verifying all connections are good. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.